Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 2.75x28mm promus element plus drug-eluting stent was seleted for use. When the physician unpacked the device, it was noticed that the stent struts were lifted up. The procedure was completed with different device. No patient complications were reported and the patient's status is stable.